Event description:
Received information that an ophthalmologist reviewed the patient's medical records, and the patient was diagnosed with a bacterial corneal ulcer. The ulcer was resistant to treatment and was possibly fungal. The patient may have been using a bausch & lomb product. No additional information is available.